Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated high-sensitivity troponin I (tnih) results were obtained on 2 patient samples on advia centaur cp immunoassay system. Quality controls (qcs) recovered within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the rinse block. The cse performed a visual inspection, reviewed the error log, data and performed a total service visit. The cse found a dark count spike and cleaned the luminometer and photo multiplier tube (pmt), performed a precision study in 10 replicates and all results were within the expected range. Siemens further evaluated the event and the probable cause of the falsely elevated tnih results could not be determined based on replacement and servicing of multiple parts which is part of routine troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely elevated high-sensitivity troponin I (tnih) results were obtained on 2 patient samples on advia centaur cp immunoassay system. The erroneous results were reported to the physician(s), who questioned the results. The patients were redrawn one hour later and tested on an alternate advia centaur xpt immunoassay system. The redrawn sample results were lower than the erroneous results. The redrawn sample results were reported, as the correct results, to the physician(s). The initial sample for patient with sample identifier (B)(6) was tested again on the initial advia centaur cp immunoassay system and obtained a lower result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.